Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had presumed outflow graft compression per the surgeon. The patient was scheduled to go back to the operating room for an outflow graft revision.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction (ofg) could not be confirmed through this evaluation as no product was returned for evaluation and no images were provided for review. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27dec2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the substance that was compressing the outflow graft was removed and the patient showed improvement. Post-revision, the patient was stable and doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Voluntary medwatch form (B)(4) was received on 10aug2023 that states that the patient had low flow alarms with exertion and positional change. The patient also experienced dyspnea during the alarms and increased edema. Aspirin and coumadin were taken as ordered. Heparin was started and the patient was taken to the operating room where the bend relief was removed along with immediate extruded gelatinous material. The pump then returned to normal function.

Event description:
Voluntary medwatch number (B)(4) was received on 24aug2023 that stated the patient experienced low flow alarms starting on (B)(6) 2022. The patient was taken to the operating room where the bend relief was removed along with immediate extruded gelatinous material on (B)(6) 2022.

Manufacturer narrative:
Voluntary medwatch form (B)(4) was received on 10aug2023. Voluntary medwatch number (B)(4) was received on 24aug2023. Manufacturer's investigation conclusion: the reported event of gelatinous material existing between the outflow graft (ofg) and ofg bend relief could not be confirmed through this evaluation as no product was returned and no images were provided for review. A specific cause for this event could not be conclusively determined. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for review; however, the account indicated that device function returned to normal following extrusion of the gelatinous material. Furthermore, a direct correlation between the device and the reported events of dyspnea and edema could not be conclusively established. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C., and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
G1: updated information, d1 brand name: corrected, d4 catalog number: corrected, d4 primary unique device identification (UDI) number: corrected, h10: corrected. No further information was provided. The manufacturer is closing the file on this event.